Event description:
The initial reporter alleged a high rate of false initially reactive results with the hbsag g2 elecsys cobas e 100 assay on the cobas e411 disk analyzer. One specific case involved sample ID (B)(6), which was initially tested for hbsagii on (B)(6) 2021 at 17:42 and generated a reactive result of 1.43 coi. The same sample was retested on the same day at 19:51 and generated a non-reactive result of 0.292 coi. Additionally, a bag sample from the same patient was also reported as non-reactive.

Manufacturer narrative:
The reported event occurred on a cobas e411 disk analyzer (serial number: (B)(6). The investigation determined that no general reagent issue could be identified with the hbsag g2 elecsys cobas e 100 assay. A review of quality control data indicated that pc hbsag level 1 results were within expected ranges, while pc hbsag level 2 showed a drift over time. Pre-analytical factors and analyzer conditions were evaluated and found to be inconspicuous. The analyzer was installed in november 2020, and its service preventive maintenance was up to date. Following the replacement of the joint tube by field service, no further complaints were reported during subsequent monitoring. A definitive root cause for the reported event could not be determined based on the available information.